Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the distal tip of the single use mechanical lithotriptor v was torn when trying to pass the guidewire through. There were no reports of shedding from the body. The issue occurred during endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed using a similar device. There were no reports of delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device evaluation confirmed the reported information. The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the following: 1) an attempt was made to insert the device into the endoscope while using the guide wire. 2) when the angle between the distal end and the guide wire was large as shown in the following figure, the device was inserted into the endoscope. (See fig.3) 3) a force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. The event can be detected by following the instructions for use (IFU) which state: ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. Olympus will continue to monitor field performance for this device.